Manufacturer narrative:
Analysis of the introducer sheath was torn and damaged. The sheath was separated into two pieces. The sheath insulation appeared pinched and marks were observed on the insulation of the sheath.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional, via the manufacturer representative, reported the introducer sheath was "cut" inside the patient's body and remained in the patient. It was inferred that the introduce was inserted bending and a dilator "interfered" with the bent part upon inserting, causing the introducer to rupture. The lead was inserted and replaced through the damaged part of the introducer. As a result, it was considered that the sheath was split "half and half" while the introducer was extracted. The remaining portion of the introducer was removed by skin incision during the procedure. After the remaining portion was removed, the procedure to position the lead was performed and completed following the procedure manual. The issue was resolved at the time of the report. The physician thought the strength of the introducer sheath caused the issue. The patient's underlying disease included anal sphincter muscle dysfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.